Manufacturer narrative:
Method: reviewed device history records, sterilization records, and product labeling. Results: device history records review revealed no assignable cause for the reported event. The sterilization process was within specified parameters, and there have been no other reports of infection involving this sterile lot. (Total of 125 products.) Product labeling addresses the possibility of infection.

Event description:
The physician reported that pt indicated that swelling occurred shortly after surgery. On (B)(6) 2011, swelling was aspirated, and the fluid submitted for culture. Ultimately, mycobacterium chelonae was identified. Pt has been treated with oral cipro and vioxin. The swelling responds to this intervention and pt has not reflared yet after last time. Surgery to explant the device is not planned, but it may be needed if infection does not resolve.